Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by slight cloudy fluid. The cause of peritonitis was not reported. It was unknown if the patient was hospitalized for the event. A day after the event onset, the patient was treated with unspecified antibiotics (for 7 to 14 days, ongoing) for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.